Event description:
It was reported that patients spinal cord stimulator leads had migrated and noted that patient was not able to get enough pain relief. The patient underwent an explant procedure where all devices were removed and will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7140549/7139659.